Event description:
Medical affairs rep was unable to get in contact with pt. Sending pt a letter. Pt called to report that they had to seek medical treatment because the meter was not working. Pt claims there was an optic issue with the meter. Pt had symptoms of feeling shaky and weak. Pt was given an oral pill at the time of their visit. Customer service sent pt a new meter.